Event description:
Revision surgery - due to the patient falling and fracturing the glenoid. The surgeon did not replace the implants, he did a resection arthroplasty.

Manufacturer narrative:
The reason for this revision surgery was a fractured glenoid. After removing all the original implants; the surgeon opted to perform a resection arthroplasty. He did not replace the implants. The length of in vivo service was 3 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against this part and lot number. The root cause for the glenoid fracture was a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.